Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during start up testing; however, when the speaker itself was tested, the speaker produced audible sound. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause of the reported problem was not able to be confirmed, as the speaker was able to produce sound. Although the speaker was found to be functioning, it was replaced per current process. The device was operational after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a intellivue mx40 802.11a/b/g device indicating that during evaluation at bench repair, it was identified that the device had no audio when it was powered on. The device was not in use on a patient at the time of event, there was no adverse event reported.